Event description:
It was reported that when the programmer starts up and finds the device, it starts to interrogate, then it goes to a black screen "system error." The programmer was returned for servicing. No patient involvement was reported with this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up ok and interrogates with no errors. Could not confirm that programmer errors out during interrogation. It was also noted that the electrocardiogram connector on the link electronic module (lem) board is loose.